Manufacturer narrative:
We received one 120804ff fogarty fortis catheter without the packaging for examination. The reported event of balloon rupture could not be confirmed due to the tip of the catheter and balloon were not returned. The catheter was returned with the catheter tip broken off 6.5cm distal of the 10cm marker. There is 3.5cm of the catheter tip missing. The catheter body was received in a coiled configuration. There is also two damaged (crushed) areas in the catheter tube 1cm and 1.5cm distal of the 10cm marker. As noted in the product IFU ¿to minimize the risk of vessel damage, balloon rupture or tip detachment, do not apply excessive force." The nominal pull force for this catheter is 5 lbs. With a minimum pull force of 2 lbs. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported the balloon ruptured during inflation. It was further specified that the balloon burst during use in the patient and there was no missing part of the balloon retained in the patient. The fogarty was used for removal of a thrombus in a patient with slight calcification and no tortuosity. There was no consequence for the patient.